Event description:
It was reported that the pacing dependent patient presented for a routine generator change procedure. Pre-procedure testing revealed inadequate capture exhibited by the right ventricular lead, with threshold steadily increasing over the last several months. The physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition.